Manufacturer narrative:
B3: event date is not known. See b5 for date range if applicable. Continuation of d10: product ID 978b128 lot# va2940l implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 30-jun-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the lead fractured. The fragment of electrodes 0, 1, and 2 were still inside the patient. It was only partially removed.

Manufacturer narrative:
H3: analysis of the lead (lot#: va2940l) revealed that the conductor(s) was/were broken in the body of the lead at or near the tines. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had said the device never really worked when they asked when the issue had occurred and that they had never done anything about it and had just ignored it. When asked about the cause of the lead fragment being left behind they stated that it was because the doctor could not safely surgically remove it and it was not going to affect MRI compatibility. When asked about the cause they stated they did not know. When asked about the steps taken to resolve the issue they stated that a new battery and lead were placed on (B)(6) 2024 and the patient had a positive response.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2940l, implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was not malfunctioning. The programming initially may have been optimal, but the patient never came back to the healthcare provider (hcp) for adjustments or interrogation. When asked about the cause they stated that the lead was found to be fractured, but the cause was not known.